Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had all high impedances. In turn, surgical intervention was undertaken wherein the lead and anchor were explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
H6: adverse event problem: corrected device code to reflect analysis of fracture. The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the proximal end of the anchor. It was concluded that the fractures were consistent with an overstress repetitive condition or sudden event the lead was subjected to while still in vivo.